Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels. Blood glucose level at the time of the incident was 448 mg/dl. The customer reported that the serter does not release the sensor every time she tries. The customer was advised to perform a set change. Blood glucose level at the time of the call was 446 mg/dl. The customer was advised that the serter would be replaced and agreed to return the product for analysis.